Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy was reported to be ongoing at the time of this report. It was not reported if dianeal and extraneal therapies were ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.